Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant of this device noted what looked like ventricular fibrillation (vf) on the electrogram (egm) and very even noise, which went away. It is believed that these are air bubbles. Boston scientific technical services (ts) was consulted and they also agreed the likely cause was air bubbles. Later the issue was resolved and no longer present. To date, no adverse patient effects have been reported.